Event description:
It was reported that the customer received a no delivery alarm. Customer tried to push insulin with plunger, but insulin did not exit the tubing. Blood glucose value is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.